Event description:
It was reported that while performing a da vinci si total benign hysterectomy procedure, pieces of the permanent cautery spatula instrument fell into the patient. The surgeon was immediately able to retrieve one piece, the second piece was found after irrigation. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one distal clevis ear broken off and one conductor cap broken off. The damage was likely caused by mishandling. Engineering also observed a crack on the proximal clevis. It was determined that the damage was likely due to excess force applied to the instrument. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation a follow-up MDR will be submitted.